Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a high shock impedance alert when attempting to deliver a shock. A code 1005 alert, related to an open circuit condition detected during shock delivery, was triggered. The physician has decided to eventually change the rv lead and the implantable cardioverter defibrillator (ICD) that remain implanted at this time. No adverse patient effects were reported.